Manufacturer narrative:
Concomitant medical products: product ID 3888-45, lot# v475100, implanted: (B)(6) 2010, explanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that something happened during a replacement surgery and the lead that went to the patient&#62688;right arm was pulled out. The patient noted that the surgeon said they saw bare wire and another time they said it just pulled out. The patient only had 2 leads now and it wasn't working. No symptoms were reported and the device was indicated for spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.